Manufacturer narrative:
Event problem: (B)(6) - no code available = suture looping. Device evaluation: method = device was discarded, and will not be returned. Conclusion = device was discarded, and will not be returned. Additional manufacturer narrative: the subject device has been discarded and no evaluation can be performed. The device history record was reviewed and confirms that this device passed all manufacturing and sterilization inspections. Per provided operative report, the device was explanted due to regurgitation caused by a suture loop that was detected and confirmed during surgery. Generally, this is a user technique related issue. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. The reported death was noted to be caused by an artrioventricular groove disruption, detected prior to explant of subject device. This complication is generally not due to a product malfunction, and is not device related. The investigation reveals nothing to indicate a product quality deficiency that may have contributed to this event.

Event description:
An edwards bioprosthesis was explanted at implant, due to severe valvular mitral regurgitation after coming off bypass. Another prosthesis was implanted in place. Operative report states there appeared to be restriction of one of the leaflets of the [subject] prosthesis consistent with a suture having looped over the post "the mitral prosthesis was inspected, and indeed, a suture had looped across the post close to the posterior mitral annulus" using a dental mirror, it appeared that the post nearest the posteromedial commissure also had been looped by a stitch. Prior to explanting the subject valve for replacement, while off bypass, profuse bleeding was seen to be coming from behind the heart consistent with an artrioventricular groove disruption...the bleeding persisted" and the patient was pronounced dead in the operating room, due to a large subepicardial hematoma in the artriovertricular groove.